Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the scan could not be transferred to the navigation system, but it was not unused. The surgeon used the scan for controlling seat of the screws. Additionally, the cause of the reported issue was not known; it was again stated that it was only one scan that could not be transferred to the navigation system.

Manufacturer narrative:
Patient information was unavailable. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that the 3d scan was not transferred from the imaging system to the navigation system. It was not possible to transfer the scan via secondary method. The site opted to abort navigation. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.